Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. The device was unable to undergo the occlusion, prime, and excessive no delivery tests due to the compromised forcee sensor system alarm. The following cosmetic damage was also noted: minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 190 mg/dl. The customer stated that insulin was squirting out during the manual prime process prior to the compromised force sensor system alarm. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.